Event description:
On (B)(6) 2012, it was reported that this vns patient had experienced an increase in seizures. The patient recently moved to a new group home in a new city that may have contributed to the increase. On (B)(6) 2012, the patient underwent generator revision. Attempts for additional information and product return have been unsuccessful.

Event description:
On (B)(6) 2012, information was recevied that the patient would be undergoing prophylactic generator revision. The patient&#39;s explanted generator from (B)(6) 2012 was returned on (B)(6) 2012 and is currently undergoing product analysis.

Event description:
On (B)(6) 2102, additional information was received indicating that the patient's seizures increased because of the patient's new environment after moving, not because of vns. The patient's seizure frequency did not change after revision. The patient changed physicians; therefore, an accurate account of seizure frequency was not possible. Product analysis for the generator was approved on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.